Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter noted the pump was found on the verify screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/22/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed power on resets. No damage was found to the battery compartment and the battery cap was not returned. A test cap was attached to the pump and exercised for 24 hours with no alarms or power issues occurring. The pump cover was removed and no damage was found to the power circuit. Unrelated to the complaint, the history revealed evidence of the time and date reset to factory settings after a power on reset. The pump was opened and evaluation revealed the internal clock battery on the pc board had failed. The reported complaint was verified in history but not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.